Event description:
A customer reported a system message displayed during a cataract extraction procedure. The case was completed by manual aspiration and irrigation. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The footswitch was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause be determined conclusively. (B)(4).